Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. In addition, the usb port and the usb cable were burned. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available. Customer¿s blood glucose value was 300 mg/dl.